Event description:
Medwatch report via mail from the hospital's risk management dept. Alleges an pt in the nicu fell out of the access door of the incubator. Pt was hanging at the end of a pulse oximeter cable and picked up by nursing. The pt did not sustain any injuries from this event. Bio-med evaluated device and found the following: 3 of the latches were found to require the operator to push on the door to fully engage the latch, a simple flip of the door would only half way engage the door latch. These were replaced.